Manufacturer narrative:
Evaluation of the returned device fragment found scratches, gouges and wear marks on all surfaces. There is no evidence of delamination of the polyethylene. Post fracture damage obfuscates most of the artifacts that may have been able to suggest a fracture origin and failure mode. This report filed (B)(4), 2011.

Manufacturer narrative:
Explanted date - the fractured post was explanted on (B)(6), 2010. The rest of the bearing remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number nine states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight". The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
Patient reported that he underwent right total knee arthroplasty on (B)(6), 2006. Subsequently, revision was performed (B)(6), 2010 due to the fracture of the post-stabilizing post. The post-stabilizing post was retrieved from the patient but the bearing was not removed. Patient has since reported that he underwent revision procedure on (B)(6), 2011 where the bearing component was removed and replaced.

Event description:
Patient reported that right total knee arthroplasty was performed on (B)(6), 2006. Subsequently, revision was performed (B)(6), 2010, due to fracture of the post-stabilizing post. The post-stabilizing post was retrieved from the patient, but the bearing was not removed.

Event description:
Patient reported that right total knee arthroplasty was performed on (B)(6), 2006. Subsequently, revision was performed (B)(6), 2010, due to fracture of the post-stabilizing post. The post-stabilizing post was retrieved from the patient, but the bearing was not removed.